Event description:
It was reported that the patient was to have a magnetic resonance imaging (MRI) study due to a possible granuloma. MRI compatibility guidelines were discussed. The pump system was being used to deliver morphine and another unknown medication. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 8703w lot# l59329, implanted: 1999 (B)(6), product type catheter. (B)(4).